Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited an increase in shock impedances on the right ventricular (rv) lead. At implant, the values were 75 ohms, then increased to 111 ohms. Recently, the values were out of range at 135 ohms. At this time, the rv lead and ICD remain in service. The patient has not had any adverse patient effects.